Event description:
It was reported by the healthcare professional (hcp) that during an omnipod 5 training, the patient experienced hypoglycemia at the hospital on (B)(6) 2026. The patient's blood glucose (bg) levels declined to 2.3 mmol/l (41 mg/dl) while wearing the pod between 5 and 24 hours. The hcp gave the patient glucose gel and oral carbohydrates (a sandwich and juice) as treatment. The hcp also changed the settings on the pod controller to address the patient's low bg levels. The patient was still admitted at the time of this report. The hcp noted that high-risk patients are kept in hospital for 24 hours after omnipod 5 training as standard practice.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.